Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021 in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported. This report is submitted on 19 january 2021.

Manufacturer narrative:
This report is submitted on november 17, 2020.

Event description:
Per the clinic, the patient experienced a bone infection. Additional information has been requested but has not been made available as of the date of this report.